Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, cgm was displaying inaccurate values. At the time of the call, patient reported no medical intervention or injuries.